Event description:
It was reported through the attorney for the patient, as a result of a legal claim that, "the patient alleges personal injuries and problems associated with the stryker hip implant that was placed in her left hip on (B)(6) 2007."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. The product catalog numbers were not provided. The root cause could not be determined with the limited information provided. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.